Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the o-ring and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer¿s blood glucose (bg) was over 600 mg/dl. Customer addressed their bg level by loading a new cartridge into their pump and resumed insulin delivery, which also resolved reported issues.